Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on a trilogy evo device. There was no report of patient on the device at the time of this issue. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The third-party service technician observed the motor overspeed error in the device's error log. The third-party service technician found contamination located inside of the device. Additional findings not related to the malfunction/issue was the third-party service technician proactively replaced the following part on the device: particulate filter, muffler assembly, and air inlet foam filter. The third-party service technician replaced the blower assembly to address the motor overspeed error found in the device's error log. The third-party service technician found contamination on the following parts: blower bellows, blower mount, proportional valve, three-way solenoid valve, blower cap, internal battery door, cooling fan assembly, fan retainer, main housing, inlet side panel, machine flow sensor, blower chassis plate, external flow sensor cable, fio2 receptacle, vanity cover, system pca tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing. After replacing all of the parts on the device, the third-party service technician performed a functional test on the device. The functional test passed on the device.